Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was confirmed; the tip of fell off into the patient. The instrument was found to have a broken blade at roughly 0.263 from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional information not reported by the site: the instrument was found to have a broken clamp arm. The inner tube slots where the clamp arm hinges was what broke off, causing the arm to dislodge.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a harmonic ace instrument fell off into the patient. The tip was retrieved and case was completed with a backup instrument. There was no report of patient injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event via follow-up: during a da vinci-assisted total hysterectomy procedure, while the surgeon was dissecting around the uterus with a harmonic ace instrument, an unknown system message presented and the surgeon said, oh. The tip came off. The first time it happened, the broken piece was found and removed easily . The second time it happened (this report) it was right after the first, during same surgical task, with same but unknown error, they had to search around a little but found the missing piece. Fragments were retrieved with an unspecified grasper instrument. No x-ray was needed as the fragment was seen and retrieved visually. There were no intra-operative complications and no medical intervention, other than fragment retrieval, was required. The procedure completed robotically with use of a third harmonic ace instrument and no patient injury. There have been no reports of post-operative complications and the patient is reported as doing fine.